Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter had a power issue - the meter would not turn on. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient. The patient stated that the alleged issue first occurred on an unspecified date within the "last few weeks" prior to the alert date of (B)(6) 2016. The patient manages their diabetes with insulin and self-adjusts their dosage based on subject meter results. The patient did not make any changes to this regimen as a result of the alleged meter issue. An unspecified period of time after the alleged power issue started the patient developed symptoms of "frequent urination and irritability." The patient informed the mss that they associated "frequent urination" having high blood glucose levels. The patient did not take any form of treatment as a result of these symptoms as they wanted to "compare (their blood glucose results) to their old device." No blood glucose results were provided from the time when the patient felt symptomatic. At the time of troubleshooting the cca noted that there was no misuse of the product and the issue was able to be resolved. The patient's products were requested for evaluation. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.